Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test. Found reservoir no leakage and no air bubbles anomaly when removing the plunger, performed manual test appendix g and found plunger easy to release from stopper-plunger.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the black o ring inside the reservoir was coming out and the insulin was leaking at past 2nd o ring. Customer's blood glucose level was unknown. Customer also stated that the air bubble was present in the reservoir. It was also stated that the o ring did not stay inside the barrel when removed the plunger. The device will be returned for analysis.